Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during use the cutter device "was broken when the surgeon attempted to drill". The reporter stated that they were "not sure if the cause was due to the fact that the patient's bone substance was 'well'". The report indicated that the "product occurrence was not related to the health of patient." It was unknown if injuries or medical intervention were reported. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.